Event description:
During an initial implant procedure, a blood clot was observed on the helix of the leadless pacemaker (lp). The lp was removed and the blood clot was cleaned off. The lp was successfully implanted and the patient was stable with no consequences.